Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (4) photo samples. Visual evaluation of the photo sample of temp sensing foley catheter without syringe. Verified material tray #29000j14 with lot # mykr0237 and material number for catheter 119314 and manufacturing lot number is not legible. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 119314. Manufacturing lot number is not legible. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the in-house syringe and the catheter was allowed to rest with no observed leaks. However, asymmetrical balloon was observed 0:100. The balloon 10ml was deflated in 1 min 8 sec (B)(4) and no cuffing noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident where it was difficult to drain water during pre-testing in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident where it was difficult to drain water during pre-testing in the operating room.